Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery several times. The blood glucose reading was 27.0 mmol/l. The caller stated that the customer had gone through nearly 10 infusion sets while attempting to resolve the issue. The customer treated with a bolus. The caller reported that the customer was pale and felt ill. Advised the customer to change the insertion site due to all the no delivery alarms. The blood glucose reading lowered to 11.3 mmol/l by the end of the call, and the reporter stated that the insulin pump had delivered insulin as designed. Nothing further reported.